Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via company representative left side "ruptured". Healthcare professional later confirmed "ruptured" via ultrasound. Device was explanted and replaced. Device discarded.